Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic digestive, the surgeon could not close the loading. The surgeon changed the device. There was no patient injury.